Manufacturer narrative:
This report is being filed on an international product list 6r86-22, that has a similar us product distributed in the us, list 6r86-20/-30. Patient identifier is patient 1 sid (B)(6) (no patient information available) and patient 2 sid (B)(6) ((B)(6) year old male with no symptoms). An evaluation is in processs. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The account generated false positive architect sars-cov-2 igg results for 2 patients that were discrepant with trod wantai and roche combined igg, iga, igm techniques. On (B)(6) 2020, patient 1 sid (B)(6) (no patient information available) generated architect sars-cov-2 igg positive of 1.43 index but repeated architect negative of 1.39 index, roche combined igg, iga, igm negative, and trod wantai negative. No impact to patient management was reported. On (B)(6) 2020, patient 2 sid (B)(6) ((B)(6) year old male with no symptoms, tested because he lived in retirement home) generated architect sars-cov-2 igg positive of 3.92 index but roche combined igg, iga, igm negative (0.053 no unit of measurement provided), and trod wantai negative. No impact to patient management was reported.

Manufacturer narrative:
In this case the customer obtained discrepant results for two patient samples when testing was performed using architect sars-cov-2 igg reagent lot 16253fn00. Patient 1 returned a positive result of 1.43 index (s/c) and repeated negative with a result of 1.39 index (s/c), close to the assay cut off value of 1.4 index (s/c). Patient 2 (asymptomatic), returned a positive result of 3.92 index (s/c). Both patients results were discrepant with trod technique and with roche combined igg, iga, igm technique. No specific patient history or pcr data were provided. The complaint investigation for false positive results included a search for similar complaints, review of complaint text, trending data review, labeling review, scientific literature review, and device history records. Return testing was not completed as returns were not available. The review of complaints for the lot number and trend data for the product have been reviewed and no trends have been identified. Device history record review on lot 16253fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house specificity testing for reagent lot 16253fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. Two architect instruments were calibrated with the complaint lot and controls were ran. Twenty replicates of the negative control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. The exact reason for issue observed by the customer remains unclear however it is potentially attributed to specimen integrity, instrument issues and normal assay variability. Per product labeling, results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. To assess the clinical performance of the assay, a study was performed using 1070 serum and plasma specimens from subjects assumed to be negative for sars-cov-2. Of the 1070 specimens, 997 specimens were collected prior to september 2019 (pre-covid-19 outbreak). An additional 73 specimens were collected in 2020 from subjects who were exhibiting signs of respiratory illness but tested negative for sars-cov-2 by a pcr method. The total negative percent agreement (npa) is 99.63% (95% ci: 99.05, 99.90). Additionally, review of the manuscript bryan et al. 2020. Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed specificity data consistent with abbott product labelling. In this study, 1,020 serum specimens collected prior to sars-cov-2 circulation in the united states, were tested where one false positive was found, indicating a specificity of 99.90%. Based on the investigation, no systemic issue or deficiency of the architect sars-cov2-igg for lot 16253fn00 was identified.